Event description:
Same case as: 2134265-2015-03346. It was reported that during a chronic total occlusion (cto) procedure, a shaft break occurred. The target lesion was located in the diagonal artery. An attempt to insert a 3.0x15 maverick balloon beside the guidezilla was made in an effort to remove an unspecified cross boss device; however the shaft of the guidezilla separated. The device was removed intact. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter is two pieces. Microscopic and tactile inspection revealed numerous kinks in the distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented damage to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-03346. It was reported that during a chronic total occlusion (cto) procedure, a shaft break occurred. The target lesion was located in the diagonal artery. An attempt to insert a 3.0x15 maverick balloon beside the guidezilla was made in an effort to remove an unspecified cross boss device; however the shaft of the guidezilla separated. The device was removed intact. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.